Manufacturer narrative:
All info in this report is what was provided to us by the healthcare provider. We will update with additional information when available.

Event description:
Suspected rupture.